Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a inserter tip broke during impaction. The tip of the inserter remains in the patient confined to the cage. Surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The part was not available for investigation; therefore, we could not conclude the precise circumstances of this failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a inserter tip broke during impaction. The tip of the inserter remains in the patient confined to the cage. Surgery took place on (B)(6) 2018.